Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system shuts down after booting up. The representative replaced the computer. . The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system shuts down after booting up. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned computer resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the computer boots normally to the application screen. No automatic shut downs were observed. If information is provided in the future, a supplemental report will be issued.